Manufacturer narrative:
67, 70 - the instrument will not be returned to isi for evaluation as the instrument was discarded by the user; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy with bilateral salpingectomy procedure, it was alleged that a part of the blade from the harmonic ace curved shears instrument broke off and fell inside the patient. The broken fragment was retrieved from the patient. While there was no patient harm, adverse outcome or injury due to the broke blade issue; recurrence of the reported event could cause or contribute to an adverse event. It is unknown what caused the blade to break off of the instrument and fall inside the patient.

Event description:
On 03-29-2017 intuitive surgical, inc. (Isi) received the a copy of medwatch uf/importer report (B)(4) with the following complaint description: during a robotic hysterectomy procedure the blade of the harmonic scalpel broke off inside of the patient. While the surgeon was utilizing the harmonic scalpel, part of the blade broke off the instrument. Visualizing the broken piece, the surgeon was readily able to retrieve it without causing any damage to tissue any organs. After the procedure, the instrument and broken piece were sequestered to be sent to the manufacturer for analysis on why this instrument was defective. On 04/14/2017 and 04/18/2017, additional information regarding the reported event was provided by the site's risk management team assistant. The team assistant provided an excerpt from the patient's operative note. According to the information in the operative note, the patient underwent a da vinci assisted hysterectomy with bilateral salpingectomy due to symptomatic uterine fibroids and chronic pelvic pain. The operative note indicates that the patient had a greatly large fibroid uterus that weighed 850 grams with multiple uterine fibroids. The operative note indicates that the harmonic ace curved shears instrument was used to take down the patient's cervix. The instrument was then used to cauterize and transect the right fallopian tube and the mesosalpinx attachment, the right and left utero-ovarian ligaments, and the uterine vessels. Based on the information provided in the excerpt from the patient's operative report, there was no indication that any component from the harmonic ace curved shears instrument fell into the patient or that the patient experienced any intra-operative complications. The planned surgical procedure was completed. The operative report indicated that the patient tolerated the procedure well and the patient was taken to the recovery room in stable condition. According to the site's team assistant, the instrument was discarded.